Manufacturer narrative:
(B)(4). The rt200 is not sold in the USA but it is similar to a product which is sold in the USA. The 510(k) for that product is k983112. Method: the pins on the expiratory and inspiratory limb of the complaint device were tested to see if they could be connected to a heater wire adaptor. Results: the heater wire pins of the inspiratory limb were out of specification as they were split, therefore full insertion of the heater wire adaptor was not possible. The heater wire pins of the expiratory limb were found to be within specification as full insertion of the heater wire adaptor was successful. A lot check revealed no other complaints of this nature for this lot number. Conclusion: all breathing circuits are tested for connectivity and electrical continuity during production and those that fail are rejected. It is possible for the user to bend or split the heater wire pins during use if the heater wire adaptor is inserted into the heater wire plug on an angle. For bent or split pins reported to us by heatlhcare facilities, it is impossible for us to determine whether the pins were bent or split during production or by the end user. Our monitoring and trending of damaged pins on adult circuits has a rate of occurrence of 34 devices per million sold worldwide in the last year to the end of (B)(4) 2012.

Event description:
Our distributor in (B)(6) reported that they were unable to connect the heater wire adaptor to the rt200 adult dual heated breathing circuit. This was found prior to patient use.

Manufacturer narrative:
(B)(4). The rt200 is not sold in the USA but it is similar to a product which is sold in the USA. The 510(k) for that product is k983112. We are currently endeavouring to retrieve the complaint device. We will provide a follow up report upon completion of our investigation.

Event description:
Our distributor in (B)(4) reported that they were unable to connect the heater wire adaptor to the rt200 adult dual heated breathing circuit. This was found prior to patient use.